Manufacturer narrative:
Analysis confirmed the reported issues; the ventricular output connector was broken and non-functional. The ventri cular output encoder and nut were loose inside the case. It was also found that both battery wires were pinched, and the insulation was compromised. Both liquid crystal display (lcd) wires were pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not capture, would not sense, and had no ventricular output. The epg has been returned for service. There was no patient involvement.